Manufacturer narrative:
The user started receiving sensor replacement alert on 20 january 2025, day 34 after insertion. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis showed no issues with sensor functionality.a review of dms data revealed that glucose was blinded for at least an hour due to a optical instability detected by the system's self-checks, and per design, the system triggered the sensor replacement alert.his failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of hydrogel.the user was offered a sensor replacement as a resolution. B4.date of this report 03 sept 2025 d4.additional device information updated g3.date received by the manufacturer? 03 sept 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 june 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.